Event description:
It was reported that a confirmed motor stall occurred on (B)(6) 2013. The pump was last updated on (B)(6) 2013. The patient presented to the clinic with acute withdrawal, rebound spasticity, tremor, pruritus, and tachycardia. The cause of the stall was unknown. The patient was to be possibly admitted. Elective replacement indicator (eri) was noted to be 18 months. The drug in the pump was believed to be gablofen, although the caller was unsure, as the documentation did not delineate between gablofen and lioresal (baclofen). It was additionally reported that the pump was explanted and the motor stall recovered after explant. The patient was to be discharged home with the same dosage as before.

Event description:
The patient was later reported as doing "fine."

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a pump motor gear train anomaly which consisted of corrosion, wear, and/or lubrication.

Event description:
Additional information received reported that based on lot information the drug used in the device system was gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.